Event description:
It was reported that the leg bag caused the patient to have a rash on his leg, abdomen and chest. The patient had to have an allergy test completed by a dermatologist. The patient has allergies to colophony or related ingredients - abietic alcohol, abietyl alcohol, methy abietate alcohol, colophonium, abietic acid carba mix or related ingredients - diphenylguanidine, zincdibutyldithiocaramate, zincdiethyldithiocarbamate. The leg bag was used with leg straps. The patient received the rash form the leg straps and not the leg bag. The patient had been to the dermatologist which informed the patient the leg bag straps were causing the rash.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown, therefore, a device history record could not be reviewed. When wearing bag below knee, attach bard extension tubing (catalog no 150615 or 4a4194) when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. Additional leg strap (B)(4).